Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during a bival infusion at the critical care area. The registered nurse (rn) kept increasing the dose since the infusion started. The patient's activated partial thromboplastin time (aptt) remained low despite the rn increasing the dose. The pump was changed and bival gtt restarted at current dosing and then continued to draw labs 'q2h' until patient was therapeutic per protocol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.